Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during dwell 1/5 of their automated peritoneal dialysis therapy. Baxter's tsc assisted the hp in ending therapy early. While discarding supplies, the hp noted the cassette of the homechoice set was leaking. Exact origin of the leak is unknown, however, moisture was noted all around the outside of the cassette and inside the door of the homechoice machine. No patient injury or medical intervention was associated with this incident, per hp.